Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Patient IV pump alarmed. Rn noted IV fluids to be leaking and upon PICC site inspection noted catheter broke near insertion site. Medical team alerted and removed catheter.